Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a pump reverted back to the primary infusion rate before the secondary infusion was finished. The rate reverted to 950ml/hour instead of 5ml after the secondary finished. There was patient involvement, but no harm. On 11-jun-2026, the customer provided additional information: the primary medication was d5ns20kcl (1000ml bag) and the secondary medication was maxeron. When the pump reverted back to the primary IV fluid from the secondary medication line, fluid had been infusing for 3 minutes at a high rate (instead of the 5 ml/hour).